Event description:
Caller states the patient tested 5.0 inr on the coaguchek system and was treated with vitamin k. The patient was then sent to the emergency room and tested 8.0 inr on the hospital device. Information suggests these results were obtained within 4 hours. No treatment information provided for customer's hospital visit. Requested return of suspect system and replacement was sent. Caller is unsure which coaguchek system produced result of 5.0 inr.

Manufacturer narrative:
Reference medwatch with a1 patient for additional coaguchek system related to this event.